Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text: single-use: device discarded.

Event description:
The consumer reported an accidental reagent exposure to the nostrils with a binaxnow covid-19 antigen self-test on (B)(6) 2023. The consumer dipped the test swab in the reagent first then swabbed his nose. The consumer immediately flushed his nose with a nasal rinse from a pharmacy and confirmed he did not experience any burning or inflammation as a result of the exposure. In addition, the consumer stated he was fine after the exposure and no further actions were required. There was no reported patient impact. No additional information was provided.